Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 3 and fault ID 0x2095. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, with the replacement being sent to the customer, who will use multiple daily injections (mdi) as a backup therapy in the meantime. The customer was instructed to return the faulty pump within 10 days to avoid charges and understood how to handle the exchange process, including how to put the pump in storage mode and program the new pump with their settings.